Event description:
It was reported that the tunneling tool/carrier broke, and the tip remained in the pt. There were no complications to the pt.

Manufacturer narrative:
The tunneling tool/carrier has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. See scanned page.